Event description:
The account alleged that the side rail would not stay latched. No pt impact.

Manufacturer narrative:
The side rail latch release clip was realigned by the tech to resolve the issue.